Manufacturer narrative:
Investigation summary: bd received one sample and one photo for investigation. In the photo, red foreign matter(fm) is visible at the bottom of a tube. The returned sample was visually inspected for fm and did not pass inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.